Event description:
Dexcom g6 sensor inaccuracy: 7:21am g6 reading 128, finger stick reading is 85. That is a mard of 50.6%, which is outside the allowed 20% range.

Event description:
Additional information received from the reporter for report mw5161530. Dexcom g6 sensor inaccuracy: 7:18am g6 reading 161, finger stick reading is 117. That is a mard of 37.6%, which is outside the allowed 20% range. Dexcom g6 sensor inaccuracy: 7:48am g6 reading 171, finger stick reading is 140. That is a mard of 22.1%, which is outside the allowed 20% range.